Event description:
Facility reported to (B)(4) that during a case the sides of the suspect device burned an internal structure of patient. Specifically, a hole was burned in small bowel of patient and required a delay in the scheduled procedure in order to repair the hole. Once hole was repaired, doctor completed scheduled procedure with the same device. No additional complications reported and the scheduled procedure was completed.